Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure treating a pulmonary arteriovenous malformation (avm) using ruby coils. During the procedure, while attempting to advance a ruby coil through a non-penumbra microcatheter, the physician experienced resistance and was unable to advance the ruby coil out of its introducer sheath; therefore the ruby coil was removed. The procedure was completed using new ruby coils and the same non-penumbra microcatheter. In addition, the physician reported flushing between each coil, and did not use a rotating hemostasis valve. There was no report of an adverse effect to the patient.